Event description:
It was reported that the glenosphere, bearing and tray were revised on an unknown date for an unknown reason. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110030776, standard offset 40mm diameter glenosphere, lot # 65981737. Catalog #: 110031403, mini +5mm thickness +3mm taper offset 40mm, lot # 64909220. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was further reported that the patient had initial surgery on approximately 9 months ago. Subsequently, the patient had a revision about 2 months due to shoulder dislocation.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.